Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg and experiencing pain at the ipg site. It was also noted that the patient was not getting good coverage. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.